Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the delayed clip deployment. It was reported that this was a mitraclip procedure to treat unspecified mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced for placement at a2/p2 on the mitral valve leaflets. Leaflet grasping was performed and deployment steps were started. After retracting the actuator knob, angulation between the clip and the delivery catheter (dc) shaft was observed, and the clip did not release from the cds. The arm positioner was turned clock and counter clockwise 1/4 of a turn for troubleshooting, which resulted in successful clip deployment. One clip was implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay reported in these cases. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified could not be performed, as the lot number for the device was unknown and could not be provided. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.